Event description:
The customer reported a serious electrical non-compliance due to unsafe grounding. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interlock plug connections were repaired. The system was tested and found to be working as intended and put back into service.